Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The only accessory received was the foot switch. A functional evaluation was conducted. The device did not power up to pressurize. 3 inner screw holes were broken. The fuse on the printed circuit board tested ok. The printed circuit board test jig was used to bypass the printed circuit board. The device then powered up and pressurized as designed. The printed circuit board was defective. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. The quick connect assembly functioned as designed. No issues were found. The piston migration was at 1. 41 inches the complaint was confirmed and the root cause has been determined to be an electrical component problem.a review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The spider 2 instructions for use warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2¿ and joints of spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode.

Manufacturer narrative:
H10. Internal complaint reference case-(B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 IFU warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2¿ and joints of spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, when it was time to use the spider arm, they got it all set up and attached to the bed but then they could not get the device to lock in its place. They tried a new battery incase the battery attached was dead. Swapped out the batteries and still nothing worked. The surgeon did not want to waste anymore time so the case proceeded without using the spider. To trouble shoot they ordered a new battery and same thing happened. Ordered a new charger and had the rep look at it and the same thing happened. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.